Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-07401. It was reported the stimulation was auto-reducing. The sjm rep met with the pt for reprogramming and determined there were invalid contacts on both leads. It was reported one lead could not be used to provide stimulation. Stimulation coverage was achieved, however, the pt recently reported the stimulation was painful, and was no longer helpful. It was reported the pt was working with the physician to determine the next course of action.